Event description:
On (B)(6) 2012, the lay user/patient's mother contacted lifescan (lfs) alleging that her child's onetouch ping meter has black marks in the display. The (B)(4) was unable to reach the patient's mother by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient's mother alleged that the issue was discovered in the morning on (B)(6) (year not specified). According to the csr's documentation, the patient has a back up meter (the onetouch ultra meter); however, it is unclear if the patient began monitoring their blood glucose with the backup meter after the alleged issue was discovered, and if so, the patient's blood glucose readings with the backup meter are not specified. The morning after the alleged meter issue was discovered (at 9am) the patient reportedly experienced symptoms of vomiting and pains in kidneys. It is unclear if the patient tested their blood glucose with the backup meter prior to and/or during their reported symptoms. According to the csr's documentation, on (B)(6) (at 5pm) the patient obtained a blood glucose reading of "511mg/dl" with the backup meter and subsequently (at the same time) self administered 7 units of novolog (with a syringe) as treatment. At an unspecified date/time, the patient reportedly was taken to the hospital and was later admitted to ICU. During the patient's time in ICU, the patient reportedly was administered an unspecified dose of insulin every two hours (using a sliding scale) by a health care professional (hcp). The patient's blood glucose readings with the hospital's meter are not known. At the time of troubleshooting, the csr noted there was no misuse of the lfs product. A replacement meter was sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: although it is unclear if the patient began monitoring their blood glucose with their backup meter after the alleged issue was discovered, the patient reportedly developed symptoms suggestive of a serious injury and reportedly was treated for severe hyperglycemia by hcp after the alleged meter issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k082590.